Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012, inratio: 3.9, lab: 1.5. Tests were performed within ten minutes of each other. Pt's therapeutic range is unknown. Caller was unable to provide technique details and limited pt specific information but stated that facility has been using the inratio meter for years and all operators are experienced.